Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfiles, pre and post op clinical data have been requested but not provided. The root cause could not be determined conclusively without additional information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following a lasik procedure a patient presented with epithelial basement membrane dystrophy (ebmd), a recurrent corneal erosion, blurred vision and ocular discomfort. Additional information has been received stating the symptoms have resolved.